Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, and evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an IV set loaded backwards during an infusion. It was also reported there was no patient injury.